Manufacturer narrative:
Device evaluated by manufacturer - the received device had dried blood/contrast present inside and outside of the device. The balloon was tightly folded with the stent positioned between the markers bands. The guidewire exit notch was torn (10 mm) distally. Further inspection presented no other damage or irregularities. Due to the returned condition of the device functional testing could not be performed to confirm the reported balloon pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon would not inflate. The 2.75x16mm lesion being treated was located in the non-tortuous and non-calcified proximal left anterior descending (lad). The lesion was pre-dilated with unknown size apex balloon. A non-bsc stent was deployed in the proximal lad. The 2.75x16mm ion mr stent was advanced on non-bsc guidewire to the lesion. Physician attempted to deploy the stent in the proximal lad and the balloon would not inflate. A second attempt was made to inflate the balloon and again it would not inflate. Negative pressure was applied to the balloon and blood came though the inflation device. The physician feels that the balloon had a pinhole. The ion stent and guidewire were successfully removed as a unit. The proximal rca was treated with 2.75x15mm promus. No patient complications were reported and patient status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon would not inflate. The 2.75x16mm lesion being treated was located in the non-tortuous and non-calcified proximal left anterior descending (lad). The lesion was pre-dilated with unknown size apex balloon. A non-bsc stent was deployed in the proximal lad. The 2.75x16mm ion mr stent was advanced on non-bsc guidewire to the lesion. Physician attempted to deploy the stent in the proximal lad and the balloon would not inflate. A second attempt was made to inflate the balloon and again it would not inflate. Negative pressure was applied to the balloon and blood came though the inflation device. The physician feels that the balloon had a pinhole. The ion stent and guidewire were successfully removed as a unit. The proximal rca was treated with 2.75x15mm promus. No patient complications were reported and patient status is ok.